Event description:
A break in the retention dome during traction removal. The indwelling period was unk. The dome portion fell into the pt's stomach and remained there.

Manufacturer narrative:
The complaint of a break in the retention dome during traction removal (separation of the dome and feeding tube) is confirmed. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr review is not possible, as no mfg lot number info has been provided by the complainant.